Event description:
The customer reported there was no power supply. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported there was no power supply. There was no report of patient involvement. The device was evaluated by a philips field service engineer, and the issue was clarified. The ac power indicator light was not lit when connected to ac power. The ac power supply was replaced to resolve the reported issue.